Event description:
It was reported that two weeks ago, a guide wire was used during a ptca/stent procedure to treat a lesion in the mid/distal right coronary artery. The lesion was predilated with a dilatation catheter and then a stent was placed without incident. The patient was released to the recovery room in good condition, but then the patient became hypotensive and was taken back to the cath lab. The patient had a periocardiocentesis to treat cardiac tamponade, at which time large amounts of blood were withdrawn from the periocardium. The patient was then taken to surgery, thinking there was a ruptured ventricle. During the surgery, a perforation was discovered in a far distal branch of the right coronary artery. It was the physician's opinion that this was caused by the guide wire. The patient was reported to be fine following the surgery and was released from the hospital.